Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon, the pt was explanted in 2007 due to skin and muscle necrosis at the implant site. The pt was implanted with a new device in the contralateral ear during the same surgery.